Event description:
The report received from the affiliate states that during an angioplastic procedure, the hub of the stent delivery system broke, not allowing the stent to be released. There were no adverse patient consequences. Additional information has been requested, but has not been received. Additional info will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.